Manufacturer narrative:
Investigation description: complaint was confirmed and duplicated. Alert 39 annunciated in notifications menu after multiple unsuccessful attempts to complete dry leadscrew runs, 'unable to proceed' screen notification appeared. A known-good hoverboard was used for testing; alert was cleared. However, after re-attempting to complete dry leadscrew runs, alert 39 was annunciated again. This suggests the cause of the alert is caused by an issue with the mainboard. The mainboard will need to be scrapped.

Event description:
It was reported that the user, while in the ilet setup menu attempting to rewind to begin a first supply change, received an ¿unable to proceed¿ notification and could not continue despite a restart. Symptoms included no clinical effects. Outcomes included no impact to health or medical care. Investigation included confirmation of device identification and shipment of a replacement device while coordinating training support. Investigation of this case revealed a device startup or alarm malfunction during setup with no additional on-screen alarms, and the user had not completed training prior to attempting self-start. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation and user training completion. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.